Event description:
Dexcom g7 is failing my son! Officially done with dexcom g7. G7 sucks. They are awful. And I am convinced some time within the last couple months, a terrible batch was created and we keep ending up with them. I am over it. We have had 9, yes nine, fail early. For the first couple months they were great, however it seems the last few months have been terrible. False lows, inaccurate readings, signal loss, no data. Like what is happening?!!! My son wears tandem mobi and when a sensor gives this many issues, it obviously affects the pump and everything diabetes related. I am about to raise "profanity" with dexcom. Likely going back to dexcom g6. And if that does not help improve things, peace out dexcom (and tandem). Skin tac hydration over patch etc, etc, etc. It does not matter what we do. We have done everything the same since we started on g7 in august/september and all of a sudden they just want to make everything complicated. I know I am not the only one dealing with this non-sense. And I also know some people are having no issues. Which is why I truly think the failing sensors were created in the same factory/batch. No other explanation. Reference reports: mw5166600, mw5166601, mw5166602, mw5166603, mw5166604, mw5166605, mw5166606, mw5166608.